Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic and/or phrenic nerve stimulation a few days post-implant. The left ventricular (lv) lead was programmed to a different pacing vector and output was programmed below the threshold for phrenic nerve stimulation the lead remains in use. No further patient complications have been reported as a result of this event.